Manufacturer narrative:
Angioguard rx (lot# 7018529; cat# 601814rmc) and precise pro rx, pc0830rxc, 13407123. Aspirin and clopidogrel were administered pre and post-procedure. Heparin and clopidogrel were administered intra-procedure. The report received from the (B)(4) study indicated that the patient experienced a left sided ischemic stroke with significant residual injuries approximately two weeks post index procedure. This (B)(4) male patient was enrolled in the study on (B)(6)2008 with medical history including first-degree relative heart block with premature contractions, cad, hyperlipidemia, congestive heart failure, CABG, history of smoking, coronary artery disease, hypertension and high risk criteria of previous bilateral cea with recurrent stenosis. Pta was performed on a lesion in the distal left internal carotid artery. A 6mm medium support angioguard embolic protection device was successfully deployed followed by two 8x30mm precise stents without any technical problems. Approximately 3 ½ months later, the patient had a massive gi hemorrhage with respiratory failure. The patient was transferred to hospice where he later expired. Adjudication minutes list the etiology of the death as neurological; however, the death certificate lists cardiopulmonary arrest as the immediate cause of death. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00624 and 9616099-2010-00625.

Event description:
The report received from the (B)(4) study indicated that the patient experienced a left sided ischemic stroke with significant residual injuries approximately two weeks post index procedure per the adjudication minutes. 3 months after the index procedure, the patient had a massive gi hemorrhage with respiratory failure. He was on a vent for a while and after they weaned him he was transferred to hospice where he later died. The primary cause of death was due to cardiopulmonary arrest per the death certificate. However, the adjudication minutes list the etiology of the death as neurological. During the index procedure, pta was performed on an 85% occluded lesion in the distal left internal carotid artery of 35mm in length in a 4.5mm vessel diameter with mild vessel tortousity. The eccentric and ulcerated lesion was moderately calcified. A 6mm medium support angioguard was successfully deployed and the lesion was pre-dilated before 2 8x30mm precise stents were deployed. The patient was neurologically intact upon leaving the angio suite